Event description:
Customer stated that the tumescent infiltration pump stopped working when preparing for a case. When plugging in the pump the rollers continued to roll even without utilizing the foot pedal. No patient involvement.

Manufacturer narrative:
Evaluation of the returned pump confirmed the reported event. The pump was repaired and passed all test functions.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted.